Event description:
It was reported that the procedure was to treat a total occlusion (thrombosed non-abbott stent) with mild tortuosity. The mini trek balloon was able to cross to the thrombosed non-abbott stent. It was inflated, but could not be deflated. It was withdrawn from the patient with no adverse patient effects reported. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be reported with all additional relevant information.

Event description:
Subsequent to the initial report filing, additional information was received stating that the balloon was able to be partially deflated.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned catheter found contrast visible in the inflation lumen, blood on the shaft and blood on the balloon, which was partially inflated. This is consistent with use of the device and an attempt to inflate/deflate the device. The balloon was found to be folded and stretched over the distal tip of the catheter. Additionally, the proximal end of the balloon and outer member were also stretched near the proximal seal. A new indeflator was used in an attempt to pressurize the catheter, but the balloon could not be inflated due to the blood and contrast noted. Therefore, the device was left pressurized in a water bath to dissolve the blood and contrast and the analysis revealed that there was a pinhole in the balloon, 3mm proximal to the distal balloon shoulder. As a result of the rupture, the balloon could not be fully deflated to measure the deflation times. The total catheter length was measured and met manufacturing criteria. It was initially reported that the balloon ruptured during a failed attempt to cross the stent thrombosis. However, additional clarification later received from the account stated that the balloon actually crossed and was inflated without rupturing, but would not deflate. This is inconsistent with the analysis of the returned device as functional testing revealed a pinhole in the balloon. However, the balloon was found to be folded over itself, suggesting that the balloon may have not been able to fully deflate and then interacted with other devices and/or the patient anatomy during removal. Therefore, it is most likely that the confirmable observation of the balloon rupture led to the reported deflation issue and subsequent damage in this case. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, it was noted that the catheter was being used to treat a total occluded stent (thrombosis) in a mildly tortuous lesion, which likely contributed to the reported difficulties. The scanning electron microscopy (sem) lab analysis indicated a radial leak, intersecting a fold/crease with mechanical damage and pushed material at the leak edges. Damaged balloon material was also found in the folds adjacent to the leak. The sem report determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. It is possible that the balloon interacted with the stent implant and/or the patient anatomy upon inflation such that the balloon material became damaged (scratched) and ruptured as a result. This likely contributed to the reported partial deflation of the balloon, such that upon removal, the outer member became stretched (necked), the tip was pulled inside the balloon and the balloon became folded over itself. Based on the information provided and the analysis of the returned product, the reported difficulties and noted damage appear to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp), proper inflation/deflation and balloon integrity. A review of the lot history record was performed and revealed no nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot.